Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, g2, g3, g6, h2, h6, h10, h11 d4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. No product was returned, and no pictures were provided; therefore, a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. Due to insufficient product information, the compatibility of the involved products could not be verified. A review of the complaint history could not be performed due to missing reference and lot numbers. A definitive root cause could not be determined. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). B3: event date is the publication date of the article. D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. G2: germany. Koch k-a, thapa m, weishorn j, hariri m, lotz b, knappe k, et al. Cemented mobile-bearing medial unicompartmental knee arthroplasty provides long-term implant survival and sustained functional performance in young and active patients aged 60 or below. Knee surg sports traumatol arthrosc. 2025;1¿9. Https://doi.org/10.1002/ksa.12703. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
A journal article was retrieved from wiley ¿ knee surgery, sports traumatology, arthroscopy (2025) that reported a study from heidelberg, germany. The purpose of the study was to evaluate long-term outcomes of cemented, mobile-bearing medial unicompartmental knee arthroplasty (uka) in patients aged 60 or younger. The retrospective single-center study included 119 knees (102 patients). All procedures used the mobile-bearing oxford partial knee implant with a minimally invasive, cemented approach by 12 surgeons. The indication for surgery was advanced osteoarthritis of the medial compartment (116 knees) or avascular necrosis of the medial femoral condyle (three knees), with intact acl and collateral ligaments. The study population had a mean age of =60 years at the time of surgery. Clinical and radiographic follow-up examinations were recommended at regular intervals after 3 months, 1 year, 3 years, 5 years and every 5 years thereafter following the index surgery, average follow-up period of 16 years. The study reported one patient, 69 years of age, with periprosthetic fracture in revision to tka 11 years post-op. Due diligence is in progress for this complaint; to date no additional information or product has been received.